Event description:
On the first attempt at deploying, the piranha misfired and would not open or close. The doctor was able to gently remove it without evidence of injury to the ureter, but after having been into the ureter for the third time with a flexible ureteroscope, the visualization became difficult secondary to hematuria and the doctor elected to simply place double-j stent.